Event description:
On (B)(6) 2009, the pt's father reported that approximately 2 weeks ago the pt was awakened by an e4 (occlusion) error on her infusion device. She found that the infusion tubing had become disconnected from the infusion device. She reattached the infusion tubing and went back to sleep. She did not notice if insulin leaked from the disconnected infusion tubing. The pt stated that she is not sure that the infusion tubing was properly attached to the infusion device before bed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion tubing was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.